Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the glabellar area with juvederm ultra plus xc. On the next day, the patient reported over the phone that ¿it was painful and sore¿ at the injection site, so they had the patient ¿come right away¿. The injection site was very red. Vitrace was injected to the area immediately on the same day. Two days later the patient was injected with vitrase once more, given aspirin, medrol dosepak, valacyclovir for 3 days, and cipro for 5 days. 8 days later, the patient was treated with betaine, mupirocin, and arnica. The symptoms have not resolved, but these have improved significantly.